Event description:
It was reported that the patient received inappropriate therapy due to noise. The rv defibrillation was turned off. Subsequently, the device was explanted and replaced with pacemaker. The pace/sense portion of the lead was connected to the new device. The patient condition was good.